Event description:
A small plastic adapter is necessary in order to transfer a blood sample from a capillary tube to a blood gas analyzer type abl5. Following a transfer the user noticed that the po2 values were too high and approaching that of ambient air. A bubble was subsequently discovered in the measuring chamber. Othe tests revealed that the introduction of ambient air is possible when using the adapter. No pt was maltreated.